Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. The device was broken at the base of one of the connector ends. The wires were exposed but not broken/transected. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 h09090050g at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the complaint was not confirmed for the reported "failure to deliver energy", but confirmed for "break." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 cord stopped working (complaint 2 of 3). New cord was opened and it worked fine. Customer service: please send replacement to my trunk stock and I will deliver.

Manufacturer narrative:
Please disregard previous statement. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 cord stopped working (complaint 2 of 3). New cord was opened and it worked fine. Customer service: please send replacement to my trunk stock and I will deliver.